Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after admission, the patient was discharged from the hospital. Fifteen days after the event onset, the antibiotic therapy was discontinued. The patient¿s recovery status and outcome of the event were not reported. No additional information is available. No additional information is available.